Event description:
It was reported to philips that the system was unable to fully boot during start up. The device was out of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected with the customer remotely and confirmed the reported issue. The customer informed that there was no input voltage to the system. The hospital building services identified that the relay from the hospital power supply had tripped, preventing the system from being powered. The issue was resolved by the hospital building services, and the system was returned to use in good working order and ready for clinical use. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence; as such, the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. This scenario includes situation in which the issue was with the power supply from the hospital side which prevented the system from booting up. Since the malfunction of an external power source is not malfunction of the allura system. Philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.